Event description:
It was reported that on literature review "clinical effect of pfna and intertan internal fixation in the treatment of elderly intertrochanteric fracture", 2 patient suffered from an unspecified infection. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference:(B)(4). Clinical effect of pfna and intertan internal fixation in the treatment of elderly intertrochanteric fracture wang wei yang shen tao yong zhang yifei. Department of traumatic orthopedics, the first people's hospital of hefei city, anhui province, hefei 230061, china. Doi: 1673-7210 (2020)10(c)-0099-04.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patients health status remains unknown. The clinical root cause of the reported unspecified infection could not be further assessed. The patient outcomes beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.